Event description:
It was reported that after the dilator tip was damaged during dilation, the guide wire was able to be inserted, however, when placing the catheter over the guide wire, the wire became unraveled. As a result, another kit was opened and used. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
This report is for the second event with the same pt. The customer returned two damaged products. The initial event was reported under MDR# 1036844-2015-00178.